Manufacturer narrative:
This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator; product ID neu_ unknown_lead, lot # unknown, product type lead; product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Higuchi, m.a., martinez-ramirez, d., morita, h., topiol, d., bowers, d., ward, h., warren, l., defranco, m., hicks, j.a., hegland, k.w., troche, m.s., kulkarni, s., hastings, e., foote, k.d., okun, m.s. Interdisciplinary parkinson's disease deep brain stimulation screening and the relationship to unintended hospitalizations and quality of life. Summary: to investigate the impact of pre-operative deep brain stimulation (dbs) interdisciplinary assessments on post-operative hospitalizations and quality of life (qol). Reported events for overall group (n=133, 88-m 45-f, age=62.8 ± 8.9): five patients with deep brain stimulation (dbs) for parkinson's disease (pd) experienced an infection due to ¿dbs-related causes¿ within the first year post-implant. The authors reported elsewhere that there were 2 implantable neurostimulator (ins) infections. Note that it was not possible to distinguish which, if any, of these resulted in hospitalization. Two patients with dbs for pd experienced transient ¿dbs related¿ seizures within the first year post-implant. Note that it was not possible to distinguish which, if any, of these resulted in hospitalization. One patient with dbs for pd experienced a transient ¿dbs related¿ stroke within the first year post-implant. Note that it was not possible to distinguish which, if any, of these resulted in hospitalization. One patient with dbs for pd had a hardware malfunction that required both the lead and neurostimulator to be removed within the first year post-implant. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.